Manufacturer narrative:
E1: patient city: (B)(6). Patient country: austria.

Event description:
Reference number (B)(4). Event occurred in austria. It was reported that the patient faced infusion set leakage event on (B)(6) 2024. The infusion set was in use for 1 day. The patient replaced infusion sets and resumed insulin successfully. No further information available.